Event description:
It was reported the patient had coupling and communication issues with the device. The patient had swelling and could not feel the outline of the implantable neurostimulator (ins). The patient did not have stimulation. On (B)(6) 2012, it was reported that the patient was "at 75% at implant and 0 today." The patient had an appointment with a health care provider on (B)(6) 2012 and at the appointment it was noted the patient was still too swollen to get a signal from the recharger. The patient was scheduled to come back two weeks later. On (B)(6) 2012, it was reported that the patient continued to have the coupling issues and had been getting a "poor communication" screen. An ultrasound was performed and it was determined that the ins depth was at 1.3 centimeters. On (B)(6) 2012, it was reported that the patient had the ins pocket revised three days earlier. The revision brought the ins closer to the skin. The patient was able to get six bars of charge efficiency after the procedure. The patient was doing well.

Manufacturer narrative:
(B)(4).